Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
The log file review revealed some of the loss of external power events, on 18mar2026 from 07:48:45 - 07:49:19 and 19mar2026 from 13:57:24 - 13:57:27, were due to losses of ac power to the mobile power unit.